Event description:
Info from a sales rep indicated that the packaging of an optease vena cava filter was yellowed and the obturator was yellow and brittle. The device was not clinically used. According to the site, the device was stored in a closet at room temperature out of the sun. The integrity of the sterile pouch was not compromised. The device was returned in its original inner pouch but not in the outer box. The customer complaint of discolored packaging was confirmed. Review of the available info suggests that the storage of the product may not have been in accordance with the IFU. The IFU states to store the product in a cool, dark and dry place. The discoloring of the packaging is consistent with over exposure to a light source.

Manufacturer narrative:
Eval summary - the device was returned in its original inner pouch but not in the outer box. A sterile optease delivery system was returned inside both original inner pouches. The outer box was not returned. As returned, both pouches are severely discolored. Also, the obturator material had a yellow colored condition and was broken in several pieces. The obturator material had a severely brittle like condition. A review of the device history records associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint.